Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the touch screen was not responding. There was no patient harm or injury reported with this notification. Upon evaluation of the device, the complaint could not be confirmed. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
The manufacturer received an allegation that the touch screen was not responding. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.